Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, when tying down the retention sleeve for the left ventricular (lv) lead that the suture tie down cut through the proximal sleeve that is used for locking the lobes. The lv lead was implanted and remains in use. No patient complications have been reported as a result of this event.